Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm) due to concerns of therapy conversion issues. Upon review, the presenting egm showed the patient was in a ventricular arrhythmia. The ICD had appropriately delivered all programmed anti-tachycardia pacing (atp) and shock therapy, however, was unable to convert the rhythm and therapy was exhausted. It was noted that the patient underwent a ventricular ablation which resolved the arrhythmia. At this time, the ICD remains in service. No adverse patient effects were reported. Subsequently, additional information was received reported device testing and evaluation was performed at a follow up visit. During the visit, a ventricular episode was recorded by the ICD. The health care professional (hcp) reached out to technical services (ts) for further review of the episode. Upon review, the presenting egm showed the event starting with pacing at 100 beats per minute (bpm) then a commanded burst of anti-tachycardia pacing (atp) was delivered. The burst of atp appeared to have induced the patient into a ventricular tachycardia (vt)/ ventricular fibrillation (vf) rhythm. Nine more commanded bursts of atp were delivered, however were not successful. Additionally, the patient underwent an ablation procedure, which resolved the arrhythmia. At this time, the ICD remains in service. No additional adverse patient effects were reported.